Event description:
It was reported that prior to placing valve into patient, the surgeon was testing the valve in the saline and bacitracin and noticed a leak of fluid from a crack in the valve.

Manufacturer narrative:
Device has not been returned to manufacturer.